Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The patient effect of perforation is listed in the instructions for use, as a potential adverse event of use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement of two proglide devices were successfully placed in the mildly calcified right common femoral artery (rcfa) via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when advancing the proglide devices into the artery there was slow pulsatile flow, the physician advanced the devices a little further until there was good pulsatile blood flow from the marker lumen. The foot was opened and the sutures of both proglide devices were successfully pre-placed. When the guide wire was reinserted and contrast was passed, a large perforation was noticed in the right external iliac. A covered stent was inserted through the left common femoral artery (lcfa) to treat the perforation in the right external iliac. The sutures that had been pre-placed in the rcfa were removed. Manual arterial compression was then applied to achieve hemostasis in both the rcfa and lcfa. Reportedly, the patient was morbidly obese; however, it is unknown if this contributed to the complications. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.